Event description:
Pt's cadd legacy pump, serial number (B)(4), is not locking cassettes with medication into place properly. The pump is able to function, pt has not had a lapse in therapy, she notices though that the cassette is able to move/wiggle on the pump where her other pump does not. The pt is being sent a replacement pump to arrive tomorrow, and she will send back the malfunctioning pump to be reviewed. Dose or amount: 7ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.